Manufacturer narrative:
Medtronic received additional information that the physician indicated the mitral valve stenosis was severe. There was no information provided from the hcp about valvular insufficiency, the only information noted was stenosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and three months post implant of this mitral bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve due to mitral regurgitation. No additional adverse patient effects were reported.